Event description:
Customer reported strong anti-c, anti-d, anti-e, (p1 = 4+, p2 = 3+, p3 = neg), sample caused carryover to antibody negative sample using tango (B)(4). Tango interpretation of the negative sample ran after the strong positive sample was p1 = 4+, p2 = 2+, p3 = negative. Customer noted the issue on (B)(6) 2011 and performed manual testing the same day on the antibody negative sample confirming suspicion that the sample was antibody negative. Customer did not report to tech support until (B)(6) 2011 after obtaining negative reaction on original sample using the same tango.

Manufacturer narrative:
Confirmation of false positive antibody screen caused by carry-over from sample with high ab titre: the potential risk was assessed in the risk analysis of the tango system and rated as "low" since the false positive result from the screening would not be confirmed by an antibody differentiation. The customer had reported false positive reactions caused by carry over. The correct function of the affected lots of reagents were proved by testing the quality control laboratory's retention samples on tango. All positive and negative reactions were correct. We didn't observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.